Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. Reportedly, the patient had endocarditis. There were no additional adverse patient effects reported. The ra lead was explanted.